Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The device was tested on the bench and on the automated electrical testing system. Analysis found the high voltage circuitry damaged. It is believed the damage was caused by delivery of high voltage into shorted rv and svc electrodes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that after the lead was capped, the same previously implanted device was attached and a message for possible output circuit damage was observed. The device was explanted and replaced.